Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported an external blood leak that occurred fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by the staff at the heparin connection, the heparin line became detached and the blood tubing separated. There were no visible damage or defects seen on the bloodlines prior to treatment initiation. It was confirmed that the issue was with the tubing and was not an issue with the machine. The clinical manager confirmed that the machine completed testing and prime without encountering an issue and there were no loose connections or pressure fluctuations. There was no damage noticed the machine or dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on a different machine using new supplies. The lot number of the dialyzer was unknown. The complaint device are unavailable to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinical manager reported an external blood leak that occurred fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by the staff at the heparin connection, the heparin line became detached and the blood tubing separated. There were no visible damage or defects seen on the bloodlines prior to treatment initiation. It was confirmed that the issue was with the tubing and was not an issue with the machine. The clinical manager confirmed that the machine completed testing and prime without encountering an issue and there were no loose connections or pressure fluctuations. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on a different machine using new supplies. The complaint device was discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.